Manufacturer narrative:
Analysis was unable to confirm the customer comment regarding an unresponsive interface, no errors were found in the parsing sheet related to sluggish performance however the stylus was replaced and calibrated as a preventive measure. It was noted that the power cord bay was broken and it was replaced. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests.

Event description:
It was reported that the programmer's printer was broken and additionally that the interface was unresponsive. Follow-up clarified that the touch screen was extremely delayed in responding to the stylus, sometimes displaying an hour glass. The programmer was returned for service. No patient complications have been reported as a result of this event.